Event description:
The pump was returned to the MFR when it was explanted. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - motor gear shaft wear.